Manufacturer narrative:
Other devices remain implanted. Based upon the complaint investigation, the reported event was not confirmed because a clinical assessment was not completed. A manufacturing record review was performed; the lot met all release criteria w/no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause as well as a design or manufacturing issue was not be identified and the result is inconclusive.

Event description:
It was reported the patient had a procedure on (B)(6) 2008, with a bifurcated and cuff stent graft. The patient was brought into the hospital for a type 2 endoleak. The physician elected to embolize a lumbar artery that was thought to be going back to the sac. During the procedure, the physician noticed there was not an adequate overlap between the cuff and the bifurcated device and decided to place an additional infrarenal aortic extension. No patient injury was reported.